Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that an mr290v humidification chamber was leaking water between the base and the dome. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr290 chamber was returned to fisher & paykel healthcare in new zealand and was visually inspected. Results: visual inspection revealed that the chamber dome was cracked between the hinge bracket and the port, near the base. Residue was present on the dome and the printing on the dome was faded. Conclusion: the cracking, residue and faded print indicate that the damage was caused by the chamber coming into contact with a solution containing ethanol/alcohol which has resulted in environmental stress cracking of the chamber dome. Every mr290 chamber is pressure tested to 200 cmh2o following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. (B)(4).